Event description:
It was reported that a patient underwent a sling procedure in 2008 to treat stress urinary incontinence. In (B)(6) 2014, the patient experienced a recurrence of incontinence, and the previous two years experienced a constant small amount of vaginal bleeding. Upon exam on (B)(6) 2014, the physician noted a vaginal mucosal erosion/expose of the mesh. The patient underwent a procedure on (B)(6) 2014 for removal of the eroded mesh. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.